Event description:
It was reported that the physician was attempting to use a euphora balloon to pre-dilate a severely calcified, severely tortuous, tight mid lad lesion exhibiting 90% stenosis. No damage noted to device packaging and no issues were noted when removing the devices from the hoop/tray. The device was inspected with no issues noted. It was reported that the balloon did not pass through a previously deployed stent. The device was been used with a non medtronic guide wire. Resistance was encountered when advancing the euphora and while moving the balloon along the non-mdt wire. It was reported that the balloon was sticking on the wire. The euphora was inflated up to 9atm, when an attempt was made to deflate, it would not come down. The inflated balloon and wire were pulled to the guide catheter and removed everything .the physician removed the wire and pulled really hard to get the balloon off outside the body. No patient injury reported.